Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, a leak was discovered on the floor. Renal therapy services (rts) had the home patient (hp) cycle power the homechoice (hc) again and explained the alarm and advised the hp to continue with continuous ambulatory peritoneal dialysis (capd) therapy and call their nurse. Rts had the patient disconnect then assisted them with removing the supplies. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.